Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, an integrated electrosurgical unit (iesu) error c-34 occurred repeatedly when firing monopolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and found error 25913 (c-34) indicating to high frequency (hf) voltage was too low in on state. The isi tse explained about a compatible 3rd party external generator. The customer elected to use an external generator to continue the procedure. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the iesu initialized without error. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the isi fse conducted an inspection and was able to reproduce error c-34. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed, and error c-34 was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Manufacturer narrative:
The integrated electro surgical unit (iesu)¿vio dv was further analyzed by the original equipment manufacturer (OEM) and it was confirmed that the unit generated c-34 error on start-up. Troubleshooting led to a malfunction generator printed circuit board (pcb). Once replaced, the mentioned error ceased. Unrelated to the reported issue included the system check master was replaced due to failure.